Manufacturer narrative:
(B)(4). Results of investigation: a carefusion field service representative (fsr) evaluated the device onsite. The fsr was not able to duplicate the reported issue. The fsr attached a known, good patient circuit to the ventilator and performed the patient circuit calibration and the performance check. The unit meets manufacturer's specifications. The fsr performed a 2k preventative maintenance procedure and calibrated the driver displacement indicator. The unit ran properly with no alarms nor driver shut down.

Event description:
The customer reported that the piston stopped twice while the ventilator was in use on a patient. There was no patient compromise associated with this issue; the customer switched out the ventilator.